Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.